Event description:
According to the reporter (who is the deceased patient's daughter), her father under went an operation in 2011 for a torn diaphragm. A CT scan was performed that found what looked like sponges inside the patient. The sponges were removed it is reported there was a lot of tissue damage and tissue loss. After sponge removal he had to remain in the hospital and passed away .